Event description:
It was reported that the left cylinder of this inflatable penile prosthesis (ipp) migrated out of the corpora and into the abdomen. The physician noted that the patient had narrow corporas. The cylinder was explanted, and the tubing was plugged. No further patient complications reported.